Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced little, red, itchy bumps, around sensor patch adhesion site. Patient's mother advised dexcom technical support at the time of the call that the condition described was also present on (B)(6) 2014. Patient's mother relayed that patient has worn sensors in the past without incident. Patient's mother had taken patient to the doctor on (B)(6) 2014 to obtain a consultation and physician advised mother to contact dexcom. No further details were obtained regarding patient's doctor's visit. Patient's mother did not report any injury or further medical intervention at the time of contact with dexcom technical support. Current condition of the patient was reported as healing.

Manufacturer narrative:
(B)(4). During complaint closure review, it was determined that this complaint is a reportable event/serious injury.